Event description:
Rptr indicated that pt experienced bradycardia during lead test at implant surgery. Medication was administered and the procedure was completed without further incident. Attempts to obtain add'l info have been unsuccessful to date.